Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 23 mmol/l (414 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported the cannula was bent and being unsure if the cannula was properly inserted in the infusion site (leg). As treatment, a correction was delivered and a new pod was applied.